Event description:
It was reported that the customer's insulin pump was sometimes lasting 10 minutes after a battery change and then would turn off. The customer further stated he received off no power alarms. The customer's blood glucose was 67 mg/dl. He further stated he did not received a low battery alert prior to the off no power alert, but then said it was less than 24 hours from the low battery alert to the off no power alert. The customer reported that it was difficult to screw the battery cap down and he would often have to jiggle it to get it to work right. He also reported that the threading on the battery cap was marred. The customer checked his blood glucose again and it was 104 mg/dl. He was assisted with reprogramming the time, date and fixed prime on the insulin pump, after disconnecting from the insulin pump and clearing the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.